Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reported blood glucose (bg) was 47 mg/dl; however, customer stated that bg was due to the menstrual cycle and not the pump/supplies. During troubleshooting with tandem¿s technical support, the malfunction alarm was cleared.